Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the patient's shoulder became edematous, there was no problem for the patient, but an inspection of the dyonics 25 control unit was requested. The pressure of the pump was reduced to 10mmhg and it still had a lot of pressure. The procedure was finished with the same device. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and it was not found any defect that make it impossible to use the equipment, although it is fit for use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.